Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the screen flickering and issues with foot pedal. Upon troubleshooting action, fse replaced hard drive-in host pc and loaded ghost. In addition, fse had reconfigured the system to current configurations and tested. After replacement of the hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that there was issue with the footpedal. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.